Event description:
It was reported that during a total knee arthroplasty (tka) posterior chamfer surgical procedure it was observed that the velys saw handpiece device was cutting even though the system showed the array was off and the system had a red line, the saw should not have been activated. The device was in use with the velys base station device and the velys satellite station device. The user did not know which hand piece was used in this case. The robot was not mounted to the bed. The procedure was completed successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.